Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer ultimately changed the cartridge to address the issue and resumed insulin delivery. There was no reported adverse impact.

Manufacturer narrative:
Customer's blood glucose was 391 mg/dl at time of event.